Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported that at the last follow up, they were unable to interrogate the device because there was no telemetry signal. The system was explanted and not replaced because the therapy would be stopped. The issue was resolved at the time of this report. No further information was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output. Destructive analysis of the battery did not reveal any internal mechanism that would have caused premature battery depletion. No visual or electrical anomalies were found with the hybrid circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.